Event description:
It was reported that the lead was explanted due to infection. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received indicated the device was also explanted due to the leads getting septic. The device and lead were replaced at a later date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.